Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.  UDI: (B)(4).

Event description:
Medical records alleges hypertrophic synovium, tear in patient's it band, tibial and femoral loosening at the cement to implant interface.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient correspondence: patient stated they believe that their cement has failed. Update (B)(6) 2017- complaint was sent to the ortho complaint handling group. Update (B)(6) 2017- follow-up email sent to patient to obtain product/ complaint information. Update rec'd (B)(6) 2017- patient responded to depuy. Patient had bi-lateral depuy knees implanted. He states he started to experience "movement" in knee 2 months post-surgery. At the time his surgeon believed the looseness would go away after the muscles strengthened. About 5 months post-op, the looseness/ movement was in both knees. The surgeon stated that the liners may have been undersized. Patient's left knee was later revised and the revising surgeon stated it was due to the cement failing and causing loosening. The interface of the loosening is currently unknown. A competitor knee was put in. On (B)(6) 2017 - patient submitted operative notes and implant sticker sheet. The operative notes are attached to the "(B)(4) patient email (B)(6) 2017."

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
On (B)(6) 2017- patient submitted operative notes and implant sticker sheet, patient reply email. The operative notes are attached to the "(B)(4) patient email (B)(6) 2017." Patient medical records reviewed. Patient's left knee revised for pain and loosening. Tibial, patellar, and femur lucencies identified on x-rays pre-op. Revising surgeon noted within the operative record hypertophicsynovium, grayish, consistent with pmma loosening, and that the femoral, tibial, and patellar components were all loose, the femoral and tibial components loose between the implant to cement interface. Stated patella appeared "somewhat thick and overstuffed". Appeared femur was in slight valgus and tibia was in slight varus. Noted some medial osteolysis of tibia. An additional j&j cement has been added to the complaint. All products and cement explanted and changed to competitor products. Patella added to the complaint.

Manufacturer narrative:
The device associated with this reported event was not returned for examination. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.